Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was not cooling after 6 hours of therapy. The flow rate was 1.6lpm with a set of 4 pads which had given an air leak alert. The water temperature was 87c, the patient's temperature was 98c. Per troubleshooting, the connections were all disconnected and reconnected and the flow went to 0.9lpm, to 1.3lpm and then to 0lpm. The connections were checked again and the flow rate was 0lpm. The nurse swapped the set of pads with a new set of pads and reported that the pad change was ineffective.